Manufacturer narrative:
The returned product was evaluated and the investigation found the tube nut installed incorrectly on the lead screw. This manufacturing error resulted in a failure of the pod's ability to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient¿s reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, patient was hospitalized due to elevated blood glucose (bg) levels and was diagnosed with diabetic ketoacidosis (dka). Patient¿s bg levels had jumped from 15mmol/l (270 mg/dl) that morning to 24 mmol/l (432 mg/dl) by lunch. By dinnertime, the patient¿s bg levels had reached 27.8 mmol/l (500 mg/dl).the patient had worn the pod between 36 and 48 hours on his back. Ketones of 3.4 mmol/l (61 mg/dl) were reportedly found in the patient¿s system. To counteract the rising bg levels, multiple correction boluses were delivered throughout the day. At the hospital, the patient was administered insulin and saline via IV (intravenous) therapy. The patient was in the ER (emergency room) for 2 hours before being transferred to another hospital for an additional 6 hours. The patient was not admitted to either hospital. When the pod was removed, was noted with the insertion site. It was also reported that the adhesive was secure during wear, and the cannula appeared normal after the pod was removed.

Manufacturer narrative:
Was updated to capture additional information that was inadvertently omitted from the initial report.

Event description:
When the pod was removed, there was nothing unusual noted with the insertion site.